Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that "this thing is not working again".

Manufacturer narrative:
Based on additional information received, the previously reported device code of (B)(4) no longer applies to the event. (B)(4) now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim, and gastrointestinal/ pelvic floor. It was reported that the caller had a revision. The patient mentioned they moved the implant from the left side to the right side in june of this year because it was bothering them. Patient clarified that they had a bad back and their back was hurting from the implant on that side so they moved it. Patient services was unable to clarify exact event date. Patient said (B)(6) 2017. There were no further complications reported.